Event description:
It was reported that the customer experienced several errors while using the sensor. The blood glucose reading was 102 mg/dl. The customer stated that the first sensor she used had an issue with the needle breaking while removing it after insertion, and the second sensor had blood in it after insertion. She stated that the needle broke in half. No significant events leading up to the sensor anomaly were noted. She reported that the sensor insertion site was uncomfortable. She also stated that the insulin pump alarmed sensor error, during which the blood glucose reading was 91 mg/dl. She was advised that 4 sensors be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Five opened and used sensors were inspected and three were found with the needles bent inside the sensor base. Two were found with needle bent inside the needle hub and one had a broken cannula. The broken part was still missing. One sensor passed per specification with accurate readings.